Event description:
It was reported that during a case, the dermatome hose split, possibly causing hearing loss to the surgical technician. However, this could not be confirmed. It was noted that the nurse manager thought that the circulator nurse may have turned the pressure above 150 psi.

Manufacturer narrative:
The device was returned to the manufacturer for eval. An inspection of the entire hose had indicated a spot where the internal hose appeared to have a flat spot. This flat spot could have been created by a heavy object, such as a cart being parked on the hose, creating an obstruction that would stop the air flow through the system. This obstruction combined with increased air pressure setting over 100psi, may have created an environment that would enable the hose vent to over pressure. It is documented in the instruction manual included with the device: "never operate the zimmer air dermatome above recommended pressures. Excessive pressure may cause internal damage and exert unusual stress on the hose". Operational recommendations for operating pressure: "100 psi (690 kpa) running". Care regimen as stated in the instruction manual: "the zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventative maintenance". A review of the repair records indicate that the unit was not returned as recommended. This medwatch is being submitted late as it was identified during a retrospective review conducted pursuant to an FDA inspection at the manufacturer's facility in january, 2008 and in response to an inspectional observation.